Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) results were obtained on a patient sample on a sysmex cs-2500 system using dade innovin reagent. Quality controls recovered within range at the time of the event. There were no hardware errors, no bubbles in the sample or reagent, and no other samples were affected. Sample handling issues as well as interferences due to the patient's medications cannot be ruled out. The cause of the discordant, falsely elevated pt and inr results is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time (pt) result and a discordant, falsely elevated prothrombin time international normalized ratio (inr) result were obtained on a patient sample on a sysmex cs-2500 system using dade innovin reagent. A second discordant, falsely elevated pt result and a second discordant, falsely elevated inr result were obtained after the same sample was automatically remeasured for pt and inr. The automatically remeasured results were reported to the physician(s) and were questioned by the physician(s). The same sample was repeated again for pt and inr, resulting lower. A new sample from the same patient was then run for pt and inr, also resulting lower. The pt and inr results obtained from the new sample were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) results.